Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report permanent out of range on (B)(6) 2015. Dexcom technical support advised patient's father to perform reset on device. At the time of contact the patient's father did not report any injury or medical intervention.